Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the phaco handpiece was returned for evaluation. The product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. A visual assessment of the returned sample revealed no nonconformity. The returned handpiece was put through a fingernail test in order to test the durability of the cable jacket. A ground test was performed and found to be within specifications. The handpiece was connected to a calibrated system. There was a system message (sm) during tuning that was repeated with three different tips in place. The handpiece was then to be put through the stroke test, but failed to tune. The eeprom was found to pass tests. The handpiece was then disassembled and found to have a lot of moisture ingress. The root cause of the reported can be attributed to a large amount of moisture ingress into the handpiece. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ultrasounds of a handpiece did not work during a cataract procedure. Device was replaced and the procedure was completed with no patient harm and no delay. Additional information has been requested but not received to date.